Event description:
The complainant has reported that in 2006, a female pt (age unk) underwent a therapeutic procedure for esophageal dilatation and stent placement for treatment of an anastomotic stricture. The stricture was located in the proximal esophagus. The pt underwent dilatation via rigid dilators. The first rigid dilator utilized was very tight. The area was not visualized post dilation. A polyflex esophageal stent was then placed. Upon visualization of the area, post stent placement fat was identified. The stent was then removed. The pt condition is noted to be highly compromised due to disease process. The clinician has reported that the pt anatomy had been distorted as a result of the cancer and laryngectomy. Esophageal perforation was confirmed. The complainant has indicated that the "perforation is unlikely related to the stent placement". The pt is reported as doing well at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Date filed: 03 november 2006.